Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2016 that they had notified their health care professional (hcp) and had an appointment on (B)(6) 2016. It was reported that the patient had been guided on what to do over the phone.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and lumbar radiculopathy. It was reported that the patient had difficulty charging. It was taking too long to charge. Stimulation stopped and then that evening the patient recharged all night and part of the next day; however, no progress was being made. The patient stated that they used sticky patches and most of the time they had 0 coupling bars shaded. During troubleshooting the patient adjusted the antenna dial twice and the coupling issue resolved with 6-8 coupling bars shown on the screen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.